Event description:
Approximately 2" of the end of a t-handle rod broke off in right femur during right total knee replacement surgery. Add'l info: pt requested that the tip be removed. Therefore; surgery was scheduled and performed in 2001 to remove the tip.